Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the front response button was functioning intermittently. The cause for the failure was corrosion on the response button contacts. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated reason, a reportable problem was found. The front response button was functioning intermittently.